Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va050vh, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient¿s lead had pulled out and a revision was performed.